Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid (hydromorphone) 10 mg/ml (unknown dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2017. It was reported the cancer patient experienced a therapy change that began about four weeks ago. The patient had shooting pain and was hurting. They were concerned with confirming the catheter location and if it was in the intrathecal space. The pump was programmed to minimum rate mode. The patient was admitted to the hospital since (B)(6) 2017. The patient was being taken care of with supplemental medication, so they were not concerned about under dose or withdrawal. A catheter dye study and computed tomography (CT) scan were being done (B)(6) 2017 with the radiologist. A doctor was not available to update the pump with a priming bolus post catheter dye study. The reporter will confer with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient was still pretty sick and was in a lot of pain. The hcp wanted to aspirate 10cc of cerebrospinal fluid via the catheter access port versus a lumbar puncture (lp) to send it to pathology for testing.

Manufacturer narrative:
Correction/update: added product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Additional information was received from a company representative. They just completed a catheter revision and replaced part of the spinal section. The original spinal segment was 59.4 cm; 24.5 cm was removed, and 22 cm was added. Calculated the new spinal length was approximately 56.9 cm.